Event description:
It was reported that the ilet user received an infusion set expired alert and, during a subsequent full supply change at the fill tubing step, insulin leaked from the infusion set connector because the connector was not fully locked. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure or method related to attaching the connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.